Manufacturer narrative:
Unique identifier (UDI) and PMA/510k are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a no disposable alarm. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: b5: additional info received via email on sep 12th 2022: alarm did not silence and pump was turned off and restarted several times but problem persisted. On sep 08th a video call was made to install the cassette in the pump again, but the same alarm appeared. In this sense, it was decided to change the pump. On both occasions, the drug had to be remanufactured at the chemotherapy pharmacy, the patient was left without the drug in continuous infusion for 2 hours and all supplies were discarded without even being used. The event occurred immediately after the installation. The problem did not contribute to any injury to the patient. H6: event problem and evaluation codes: updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.